Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of this code-batch. There are 20 units in stock that have been requested for analysis. We have received 3 closed samples from the customer for analysis. We have tested the needle attachment strength of the 3 closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Furthermore, as there were some units available in our stock (20 units) we have analyzed all available units. Needle attachment strength results conducted on the samples available in our stock are 1.11 kgf in average and 0.47 kgf in minimum and fulfil ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from the customer and of the samples available in our stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Manufacturing site evaluation: analysis and results: there is one previous complaint of this code-batch regarding other issue (needle detachment). There are no units in our stock. We have received 28 closed samples and 1 piece of thread broken without packaging. However, checking the piece of thread broken received we have noticed that corresponds to a multifilament suture instead of monofilament suture, as it is monosyn suture. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with the monosyn sutures. During a hernia repair procedure, the needle detached from the suture. The needle fell in the operative field, but it was immediately located and removed. There was no surgical delay or patient harm; the patient outcome was not affected. Additional information was not provided.